Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lcd lens, and a peeling dso seal. There was no evidence of the reported problem in the device¿s event history log. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the fluid contamination on the main board is the root cause. The main board was replaced.

Event description:
It was reported the device exhibited fluid ingression. There was unknown patient involvement and unknown patient harm/adverse event reported.